Event description:
It was reported that balloon ruptured occurred. The target lesion was located in a vessel of left upper limb. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was 75% stenosed, mildly tortuous and non-calcified.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in a vessel of left upper limb. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.